Event description:
It was reported that the patient received a vibratory notification due to device at eri. Previous remote transmission showed device longevity estimated over 5 years to eri. No patient symptoms were reported. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.